Event description:
It was reported to baxter (B)(4) that an ipump experienced "an eos alarm on this device and wanted to know what the issue was". It is unknown when or where this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.